Manufacturer narrative:
This report is for an unknown 7-hole low contact dynamic compression plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: wolf, m., et al (2010). Ulnar shortening after the tfcc suture repair of palmer type 1b lesions. Arch orthop trauma surg 130:301-306. Germany, switzerland. This study was designed to determine the functional and subjective outcomes of patients who experienced persistent ulno-carpal symptoms following arthroscopic suture repair of a palmer type 1b lesion. There were five patients (3 male and 2 female) ranging in age from 16-52 years at the time of the repair and 17-53 years at the time of follow up. One patient experienced a delayed union. This is report 1 of 2 for (B)(4). This report is for an unknown 7-hole low contact dynamic compression plate.